Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device on two occasions. The reporter claimed obtaining a blood glucose reading of "188mg/dl" with the subject meter and "118mg/dl" on another device, performed within 30 minutes of each other. In addition, the reporter also claimed to have had another inaccurate high result on the subject meter compared to another device, but was unable to provide the results which were obtained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.